Event description:
The patient was undergoing prophylactic vns generator replacement when the surgeon observed that the generator was protruding. It was noted that the generator appeared to be about a month from eroding through the skin at the previous incision site. The cause of the generator protrusion appeared to be related to the amount of tissue on the patient's bones. The surgeon closed the previous weak incision site and opted to move the incision after the new generator was placed. A review of manufacturing records confirmed that the generator was sterilized prior to distribution.